Event description:
It was reported to philips that the when selecting the "pacemaker" mode, the device instead would go into the "technical assistance" mode. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that use error caused the reported issue. The customer did not have the equipment options loaded onto the device. Based on the available information, it was determined that the customer did not have the equipment options loaded onto the device which caused the reported issue. Once the options were installed, the device passed all operational testing. Philips will not consider this as a malfunction, as it was confirmed that a user related error caused the alleged issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the when selecting the "pacemaker" mode, the device instead would go into the "technical assistance" mode. There was no patient involvement.